Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade broken off and present. During functional testing on a generator the device gave an error code 5. The device will stop activating and either emits a solid tone or displays an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The blade broke off due to contact with metal.

Event description:
It was reported that during a laparoscopic myomectomy, an error 5 was displayed during use. Then, the blade was broken off at the system check. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.